Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found to be fully operational. A review of the logs could not confirm the reported issue.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system did not update the patient tracker model on the registration screen to reflect the non-invasive patient tracker (nipt) being plugged in. They tried all 4 ports with no resolution. Issue resolved with a reboot. There was no patient impact reported and a delay to surgery of less than one hour.